Event description:
A distributor complaint reported that a customer experienced a broken touchscreen on their pump. There was no information provided about the customer's blood glucose level. Further inspection by the distributor confirmed the broken touchscreen and processed the return of the malfunctioning device and a replacement pump was expected to be sent. No information was provided regarding backup insulin therapy.